Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead measuring 57.3cm was returned in two segments for analysis. External insulation abrasion was noted at 9.5-9.7cm, 10.0-10.2cm, and 11.2-11.6cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.